Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided. Xiang, k., et al. (2019). "A novel bio envelope and suture orientation for stabilization of the subcutaneous implantable cardioverter-defibrillator generator to the chest wall." Heartrhythm case rep 5(8): 430-432.

Event description:
It was reported that a patient underwent an initial subcutaneous implantable cardioverter defibrillator (s-ICD) implantation after resuscitated sudden cardiac death due to polymorphic ventricular tachycardia. Defibrillation threshold (dft) testing at implant was successful at 65 joules with an impedance of 130 ohms. The patient was discharged and subsequently developed pain at the device site. During follow up it was found the device had migrated from the original position. A pocket revision was performed to stabilize the device. The device was placed in a bio envelope and was sutured. Dft testing was successfully performed with a 65 joule shock and 90 ohm impedance measurement. Following the revision procedure the patient experienced less discomfort at the implant site. No shocks have been delivered from the device since implant. No additional adverse patient effects were reported.